Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) possibly exhibited premature battery depletion (pbd) behavior. According to technical services (ts), there is a slight indication the device may have been affected by the capacitor issue during the past year. The battery is suspected to be depleting more quickly than expected. This device set elective replacement indicator (eri) and remains in service, it should have enough battery capacity for a normal eri to end of life (eol) replacement interval. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator possibly exhibited premature battery depletion behavior. According to technical services, there is a slight indication the device may have been demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery, although the device did not triggered code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. This device set elective replacement indicator (eri) and remained in service as it had enough battery capacity for a normal eri to end of life replacement interval. Eventually, this device was surgically explanted, replaced and returned for analysis. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator possibly exhibited premature battery depletion behavior. According to technical services, there is a slight indication the device may have been demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery, although the device did not triggered code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. This device set elective replacement indicator (eri) and remained in service as it had enough battery capacity for a normal eri to end of life replacement interval. Eventually, this device was surgically explanted, replaced and returned for analysis. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report would be updated should further information be provided from the analysis. Corrected field: -b5 (problem description) was updated. -h9 (correction/removal reporting#) was added.